Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the broken tip of the catheter was completely captured via snaring and that no device fragments were left in the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter tip detached and remained inside the patient. The target lesion was located at the right hepatic artery (rha). A renegade¿ hi-flo¿ kit was selected for use. During the procedure, resistance was noted when the tip of the microcatheter was positioned. Subsequently, about 10cm of the microcatheter¿s tip detached. The remainder of the device (10cm) was captured via a snare successfully. The detached catheter tip remained inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's condition was stable.